Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item name metasul alpha inlay hip impl win gen item # unknown lot # unknown. Item name cls stem hip impl win gen item # unknown lot # unknown. Item name fitmore shell hip impl win gen item # unknown lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. The device was received, the investigation is pending. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent revision surgery due to adverse reaction to metal debris.

Event description:
Please refer to initial report.

Manufacturer narrative:
Detail of product: item number: 0100010408; item name: metasul alpha insert hh/28; lot # 2044404. Item number: 0100024550; item name: fitmore shell with screw cones, uncemented, 50/hh; lot # 2042572. Item number: 290039090; item name: cls spotomo 135 uncemented, 9.0, taper 12/14; lot # 2057892. This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: adverse reaction to metallic debris. Event description: after approximately 17 years in vivo the hip prosthesis was revised for adverse reaction to metallic debris. Review of received data: no medical data such as surgical notes or any other case-relevant documents received device analysis: visual examination. The fitmore shell exhibits slight damages such as indents and slight scratches probably from the revision surgery. The bottom of the shell is slightly polished. The anchoring side and exhibits numerous bone attachments. The metasul alpha insert shows slight damage, e. G. Scratches,and indentations probably deriving from the revision surgery mainly on the polyethylene rim of the articulation side. On the rim a bulged area exhibiting signs of layer delamination can be seen. It measures approximately 20 mm in length and has the width of the rim. On the articulation surface of the metasul inlay areas some fine scratches are visible. The metasul inlay seems to protrude over the polyethylene. The anchoring side of the metasul alpha insert mirrors the contour of fitmore shell with the two holes arranged in one half of the backside. The holes can be recognized by the yellowing of the polyethylene most probably located in the loaded area of the cup. Closer inspection of the anchoring side with a binocular (wild m38, (B)(6) switzerland) revealed backside changes and original machining lines. Further a pair of indentations originating from the shell¿s anti rotational spikes can be seen. The pole pin of the insert exhibits some damage on one side. The metasul head shows slight scratches on the articulation surface. Closer investigation of the head taper using a binocular (wild m38, (B)(6) switzerland) showed that the stem taper structure is imprinted. On half of the contact area some surface changes in form of fretting can be observed. At the entrance of the taper some corrosion can be seen. In the anchoring area of the cls spotorno stem bone attachments and damage (e.g. Scratches and instrument marks) are visible on all sides. The stem shows damage from revision surgery in the form of scratches in the neck, shoulder and taper region. The stem taper was visually inspected by the naked eye and using a binocular (wild m38, (B)(6) switzerland) with magnification up to 40 times. The closer inspection of the stem taper revealed some possible signs of oxidation matching with the location of the corrosion observed on the head taper. Conclusion: after approximately 17 years in vivo the hip prosthesis was revised for adverse reaction to metallic debris. The latter leading to the revision surgery cannot be further assessed with the information at hand. On the rim of the insert an areas exhibiting layer delamination can be seen. The delamination can be attributed to oxidation of the material. The yellowing of the polyethylene liner of the metasul alpha insert is due to the absorption and possibly diffusion of organic substances from the synovial fluid. On the anchoring surface of the insert backside changes were observed. This could point to micromotion between the insert and its shell. The reasons for the observed surface changes on the taper connection and the protruding metasul inlay remain unknown. As no additional information was given the exact course of events leading to the revision surgery cannot be reconstructed. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).